Manufacturer narrative:
As reported, the sorbafix enhanced fixation device ejected crushed fastener. Evaluation of the sample confirmed a broken fastener along with damage to the input clutch gear. The broken fastener and damage to the gear presenting in use is likely the result of forces applied to the device. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 690 units released for distribution in nov 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic abdominal wall scar hernia repair procedure, surgeon tried to fixate the ventralight st mesh using sorbafix enhanced fixation device. It was reported that the device deployed broken fastener in the middle of the process. The procedure was completed using same device as few fasteners were successfully fixated into the mesh. There was no patient injury.